Manufacturer narrative:
Qn#: (B)(4). The customer supplied one photo for evaluation. The distal luer appeared to be separated in the customer photo. The customer returned one 2-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the distal luer was separated from the distal lumen and not returned for evaluation. The edges of separation appeared rough and jagged. No other defects or anomalies were detected on the PICC. Visual examination of the separated distal luer hub could not be performed as it was not returned for evaluation. The total length of the catheter body measured to be 18.75", which is within specifications of 18.625"-18.875" per product drawing (B)(4), rev. 01. The distal extension line outer diameter measured 0.095", which is within the specification limits of .093"-.097" per the extension line extrusion graphic (B)(4); rev 01. The distal extension line inner diameter measured 0.057", which is within the specification limits of .055"-.059" per the extension line extrusion graphic ,(B)(4) rev 01. This indicates that the wall thickness measured within specifications. The proximal lumen was flushed using a water-filled lab inventory syringe. No leaks, or blockages were detected. The catheter graphic ((B)(4); rev01) and extension line extrusion graphic ((B)(4); rev01) were reviewed as part of this complaint investigation. The instructions-for-use provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body, or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The distal luer was separated and not returned. The sample passed all relevant visual, dimensional, and functional testing, and a device history record review was performed with no relevant findings. Without the separated luer hub to analyze, the probable cause of this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the nurse called the PICC team, and reported the PICC extension line had "snapped" the prior night and the PICC was "bleeding out". The patient's condition was reported to be critical, unrelated to the device, and was described as "sedated". It was reported therapy was delayed. There was no harm to the patient "only the inconvenience of having to replace the PICC, and delaying some of his medications". No additional intervention required. No patient injury, or complication reported.